Manufacturer narrative:
Complaint no: (B)(4). Dianeal therapy remained ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon follow up, the patient experienced a breach in aseptic technique which resulted in peritonitis while performing peritoneal dialysis therapy. The breach in aseptic technique was not further specified. It was not reported if the patient was retrained on proper aseptic technique. This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On unreported dates, the patient was hospitalized for the event, for five days, and began treatment with unknown antibiotics (doses, frequencies, and routes not reported). At the time of this report the patient was recovered from the peritonitis event. No additional information is available.